Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a blank flashing white lcd display anomaly, due to cracks on the lcd controller. Analysis was unable to perform the displacement, rewind, seating, and basic occlusion tests, or verify the insulin flow block alarm, due to the flashing white lcd display. The insulin pump was received with a cracked retainer, a scratched case, a missing display window cover, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump goes into an error. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced. The insulin pump will be returned for product analysis.